Manufacturer narrative:
Foreign zipcode (B)(6).

Event description:
It was reported that, during a primary tonsillectomy on ((B)(6) 2019), an evac 70 xtra started smoking more the usual from the electrode when the ablate function was activated, a backup device available and exhibited the same malfunction. There was a continuous flow of saline solution and the usual generator settings were used. The procedure was completed with scissors and bipolar forceps. On (B)(6) 2019 the patient had to be treated because of a hemorrhage. The patient's outcome is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Correction on event.

Event description:
It was reported that, during a primary tonsillectomy on (B)(6) 2019, an evac 70 xtra started smoking more the usual from the electrode when the ablate function was activated, a backup device available and exhibited the same malfunction. There was a continuous flow of saline solution and the usual generator settings were used. The procedure was completed with scissors and bipolar forceps. On (B)(6) 2019 the patient had to be treated because of an hemorrhage. The patient's outcome is unknown.

Manufacturer narrative:
The device used in treatment, was returned for evaluation. There was no relationship found between the returned device and the reported incident. Review of complaint history of the reported lot number 2039049 for the past 3 years found no other similar complaints. A review of manufacturing records for the reported lot number 2039049 found no non-conformances or anomalies during manufacturing process related to the reported event. Risk management documents were reviewed finding no additional risks that require to be added to the reference document. No further investigation or additional actions are required at this time. Clinical evaluation was completed and concluded that according to the surgeon, the hemorrhage is not linked to the coblation probe failure.¿ no further supporting clinically relevant documentation was provided for inclusion in the medical investigation. Visual inspection under magnification of the wand shows minimal electrode and screen wear with contamination/discoloration and scratch/scuff marks on the spacer and cap. The suction- and the cut saline line were tested and performed as intended. During functional evaluation the device was connected to a compatible quantum2 controller and did work. The suction- and the cut saline line were tested and performed as intended. The complaint was not verified and the root cause could not be determined as the device performed as specified. Possible factors unrelated to the design or manufacture of the device include the method/user technique or the alternative device used to completed the surgery. The instructions for use were reviewed and include precautionary statements to prevent device damage or patient injury. There are no indications to suggest the device did not meet product specifications upon release into distribution. No containment or corrective actions are recommended at this time.